Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Implant and explant dates: if implanted or explanted; give date: n/a (not applicable). Replaced within the initial procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Reportedly, the surgeon inadvertently detached one of the intraocular lens (iol) haptics when inserting the lens into the patient's right eye. Lens was cut out into two pieces with no issues. The replacement lens was placed within the initial procedure. There was no surgical intervention required and no adverse impact to the patient. No further information was provided.

Manufacturer narrative:
Device evaluation: customer indicated that the product has been cut in half. The condition of the product would make it impossible to do testing. Product testing could not be performed; therefore, a product quality deficiency could not be confirmed. Manufacturing records review: during the manufacturing record review of the production order for this serial number, no product deficiency was identified. The documentation shows that the production order was manufactured according to specifications. Historical data analysis: a search of complaints revealed no other complaints have been received for this production order number. Labeling review: the labeling review was completed and revealed that the directions for use(dfu) provide the customer with proper usage instructions and guidelines. No labeling changes are required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.